Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included caesarean section and bartter's syndrome in may 2007. Concurrent conditions included dysfunctional uterine bleeding and gallstones since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos and surgery (hysterectomy (partial), bilateral salpingectomy, essure extraction). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and fatigue had resolved and the abdominal pain, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: pain intensity: 04. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: dysmenorrhea event was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included caesarean section. Concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos and surgery (hysterectomy (partial), bilateral salpingectomy, essure extraction). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and fatigue had resolved and the abdominal pain, abdominal pain lower, migraine, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 patient patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: pain intensity: 04. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on 12-apr-2018: reporter information was added. This case concerns 25 year old patient. Her demographics were updated. Her historical and concurrent condition was added. Essure indication was added. Essure removal date was added. Essure lot number was added. Treatment medication was added. Following events: abnormal bleeding (vaginal/menorrhagia), fatigue and plaintiff denies undergoing an essure confirmation test. Following events: dyspareunia, excessive bleeding and fatigue were resolved.plaintiff fact sheet and medical records received. New reporters added. Plaintiff demographics, historical and concurrent condition added. Essure indication updated and stop date and lot number added. New events abnormal bleeding (vaginal, menorrhagia), fatigue and plaintiff denies undergoing an essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/lower pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 25-year-old female patient who had essure (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's past medical history included caesarean section and bartter's syndrome in (B)(6) 2007. Concurrent conditions included dysfunctional uterine bleeding and gallstones since (B)(6) 2010. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain"), migraine ("migraines"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). The patient was treated with oral contraceptive nos and surgery (hysterectomy (partial), bilateral salpingectomy, essure extraction). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and fatigue had resolved and the abdominal pain, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 patient patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: pain intensity: 04. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/lower pelvic pain/ pain') in a 25-year-old female patient who had essure (batch no. 664441) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff denies undergoing an essure confirmation test". The patient's medical history included bartter's syndrome in (B)(6) 2007, caesarean section and flank pain. Pain intensity: 04. Concurrent conditions included gallstones since (B)(6) 2010 and dysfunctional uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea cramping"). On an unknown date, the patient experienced genital haemorrhage ("heavy and irregular bleeding/ excessive bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain"), migraine ("migraines"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and cyst ("cyst"). The patient was treated with oral contraceptive nos and surgery (hysterectomy (partial), bilateral salpingectomy, essure extraction). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia and fatigue had resolved and the abdominal pain, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia, dysmenorrhoea and cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cyst, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2012 patient patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. ¿concerning the injuries reported in this case, the following one was described in patients medical record: confirming pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as cyst. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("lower quadrant pain"), migraine ("migraines") and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent pelvic surgery). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, migraine and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2012 patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.